Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tha surgery for oa with the broach in question. It was confirmed that the broach did not fit well to some devices. The event took place in sequence as follows: it was performed that rasping with the kincise anterior broach adapter (1010-01-102) and the broach. The actis trial neck (201002150) did not fit well to the broach. As such the surgeon pressed the device firmly and managed to fit it and performed a neck trial. In addition, the broach was difficult to detach because it seemed to have bitten the actis trial neck strongly after a trial. When the surgeon tried to detach the broach using the handle(unk)from the actis trial neck, the neck of the broach couldn¿t be connected to a handle properly, the broach couldn¿t remove. After the surgery, it was confirmed that the neck of the broach got scratched. It was confirmed that there was no wound preoperatively, and it was suggested that it had been damaged by rasping using intraoperative kincise anterior adapter. The surgeon commented to investigate whether the case of injury to the broach using the kincise anterior adapter has been reported in the past. No further information is available. After cleaning off after surgery, the actis neck trial became fitted to the broach. However, there is a catch. According to the sales rep¿s consideration, the strong deformation of the metal during the operation was somewhat alleviated by the cleaning. With regards to the adapter, it still cannot fit the broach smoothly. Remarks: this (B)(6) are involved with the same event. (B)(6): the kincise anterior broach adapter. (B)(6): the broach.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned for analysis. Physical examination of the product cannot confirm the complaint. Functional test with several mating devices assembled and disassembled the device properly. Device presents circular marking due to normal use. No scratches, nicks or cracks that could contribute to a malfunction were noted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.